Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 53 mm diameter abdominal aortic aneurysm approximately (B)(6) months ago. The aortic neck angle is 91 degrees. The proximal aortic neck diameter immediately below the lowest renal is 29mm. The distal aortic neck diameter immediately above aneurysm is 25mm. The iliac arteries are mildly tortuous bilaterally. Right iliac stenosis is 20 percent; left iliac stenosis is 15 percent; and 5 percent circumferential aortic mural thrombosis/calcification. The bifurcated stent graft was implanted from the right side. The contralateral limb was implanted from the left and extensions were placed on both the right and the left. A proximal type I endoleak was reported intra-operatively and corrected by balloon remodeling of the graft. The patient was discharged two days post implant. Two days later it was reported that the patient suffered chest pain and shortness of breath. The patient was diagnosed with pneumonia and started on antibiotics. On ECG, changes were seen and cardiac markers in the blood were increased. The patient had suffered non-st elevation myocardial infarction (nstemi). The investigator assessed that the mi was related to the study procedure and not related to the devices. The patient was discharged six days later and went for rehabilitation at a nursing home. CT imaging performed at the time revealed a severe kink in the left iliac artery, however it is not reported that any intervention was performed to address this. Approximately (B)(6) months ago, the patient presented to the emergency room and was admitted due to a severe headache. CT imaging revealed a subarachnoid hemorrhage. The patient refused further treatment and died in the hospital two days later. The investigator assessed that the patient's death was not related to the implanted devices or the procedure.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (myocardial infarction), patient's condition affected effectiveness of device (history of cardiac disease, tortuous left iliac artery). Conclusions: device failure/lack of effectiveness related to patient condition (history of cardiac disease, tortuous left iliac artery).